Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump failed halfway through and exhibited error code '"no disposable air". It was reported that the patients received half of the medication. No patient injury reported.